Event description:
It was reported that the knife wire on the sphincterotome burned during set up. There was no patient involvement.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.